Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor issued an alert for high out of range shock impedance measurements for the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. Review of the data found a signal present that was not being marked but did not look physiologic. The patient was brought into the office and the field representative noted greater than 400 ohm shock impedance during impedance testing. Further review of the data stored via the remote home monitoring system found that the shock impedance had been slowly decreasing, but still within normal range, and then abruptly increased. There were not stored episodes and no noise observed. The field representative captured all sense vectors while palpitating the s-ICD and no noise or artifact was observed. Boston scientific engineering reviewed the data and found that the signals looked consistent over time, so twiddler¿s syndrome was not suspected. Engineering recommended that the patient remain under constant monitoring until a cause is identified. Engineering and boston scientific technical services (ts) suggested taking x-rays and possible reasons for the abrupt change in shock impedance measurements. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed which found that the electrode was not secured into the header of the subcutaneous implantable cardioverter defibrillator (s-ICD). During the procedure, the electrode was re-connected into the header of the existing device. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.